Event description:
A pt, who had been using novofine 30g needles on novopen 1.5 (insulin delivery devices) with mixtard 30 (dual-acting human insulin) due to type ii diabetes mellitus, was administrated an injection early in the morning by a nurse, who after withdrawal, noticed that the needle had broken off and remained in the pt's body. The pt did not re-use the needles, and the needles had not been exposed to any mechanical stress. The doctor in charge had tried to remove the needle, but did not succeed. The needle was later surgically removed, and the pt has recovered.